Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified an endoleak on the proximal end of the trunk-ipsilateral leg component. Reportedly aneurysm enlargement or device migration was not noted and the cause of the endoleak is reported to be unknown. On (B)(6) 2017, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Date received by MFR: corrected date to 1/3/2017